Event description:
A peritoneal dialysis nurse reported the baxter transfer set fell off during normal activity and there was a major contamination event from it leading to peritonitis. The patient has since recovered and has transferred facilities. Ni. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).